Manufacturer narrative:
Instructions for use state, "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result."

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a direct lateral interbody fusion (dlif) procedure, the surgeon placed the percutaneous pin and frame, performed a spin on the imaging system, and registered the patient. After dissection, and bumping into the frame, the doctors noted accuracy was lost. A second spin was taken, patient was re-registered, and the frame was not secured well. They then pulled the percutaneous pin out, discontinued the use of the navigation system and continued using a c arm. This trouble-shooting resulted in an hour delay in the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. On (B)(4) 2015 a medtronic representative, following-up at the site, reported that accuracy was alleged to be approximately 1 centimeter off superiorly return requested for percutaneous reference cross pin. No parts have been received by manufacturer for analysis. On (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2015 software investigation completed. Findings are that the site bumped the reference frame, then realized that it was not securely attached. During that time, the site noticed inaccuracy due to the frame movement. Software functioning as designed.